Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion screen. A technical support specialist attempted to deploy the remote support services package twice, but both attempts failed. The technical support specialist accessed station 2ne, checked permissions, installed the latest remote support services package and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine was stuck on carefusion screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.